Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and condensation under the screen. Customer also stated that the device's display was fading in and out the day prior to the call. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received a battery out limit. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests or verify the battery out limit alarm, faded screen anomaly, or black screen anomaly due to the blank display. The pump had a cracked case at the display window corners and a cracked reservoir tube lip.